Event description:
It was reported that this insertable cardiac monitor (icm) was found protruding the patient's body. The clinic staff removed and disposed the icm. No new device was implanted. No additional adverse patient effects were reported.